Event description:
Oversensing that looked like emi was reported. Insulation damage is suspected and a lead revision is being considered. Should additional information be received, this file will be updated.